Event description:
It was reported that during a coronary stent procedure the balloon would not inflate. The stent was successfully deployed with another balloon. No pt injuries or complications occurred.